Event description:
It was reported that restenosis occurred. In (B)(6) 2010, in-stent restenosis (isr) from the ostial to proximal left anterior descending artery (lad) was treated with a 3.00 x 18 mm promus stent and isr from the mid to distal lad was treated with a 2.75 x 28 mm promus stent. In (B)(6) 2012, isr at both the proximal and mid lad were treated with balloons. In (B)(6) 2013, isr at the proximal lad was treated with a non-boston scientific (non-bsc) stent and isr at the mid lad was treated with a non-bsc stent.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.